Event description:
Reference MDR# 2242445-2011-00126 for the first event involving the same pt. It was reported that a second kit was opened and the percutaneous thrombolytic device (ptd) was inserted without incident. After approx 5 passes, they found the orange inner lumen had become detached at the basket. A new kit was not used as this was discovered at the end of the procedure. There was no delay in treatment, no pt complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.